Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt the implant site of the implantable cardiac monitor (icm) did not fully heal and while playing basketball the incision area was hit. The patient noted that after the hit the incision site was bleeding and the device was "going through the skin" where the incision was made. Follow up revealed the patient was seen and while there was no bleeding found it was noted that the device was "close to the skin and looks like it may be eroding". The patient was put on antibiotics as a precaution and a butterfly closure was applied over the incision site. Several days later the patient reported the device was poking through the skin and they had pulled the device out. The clinic applied new butterfly closures and advised the patient to continue antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.